Event description:
It was reported by provider that the end cap and insert has fallen out of the right arm assembly a couple times and the provider has went out to adjust the part. Provider states that most recently the end user was using the chair and the part fell out and was lost.